Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a blank display. The blood glucose reading was 367 mg/dl, and the customer stated that he had been having blood glucose levels above 300 mg/dl since the display issue occurred. He observed a tiny crack on the battery cap. Troubleshooting did not resolve the issue. Advised replacement of the insulin pump. Nothing further reported.